Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling along with a gynecare prolift and m pelvic floor repair system on (B)(6), 2011. According to the complainant, reported issues began on (B)(6), 2011. Post-implantation, the patient had bladder strap surgery and suffers from urinary incontinence, pain around the incision sites and continuous burning not due to infection. The patient has also had surgery for pelvic mesh erosion repair. The patient is experiencing mesh protrusion out of the vaginal wall, hip pain, vaginal pain, dyspareunia, slight rectal bleeding, and constipation. The patient is now looking at a possible second surgery for another revision of the prolift and has a follow up appointment to possibly have the sling removed or adjusted. The patient's condition is reported currently under ob/gyn care for issues.